Event description:
The site reported that the patient supported with an excor blood pump was noted to have an eye deviation. A head CT was obtained and showed a focal area of sub-acute infarction in the left occipital lobe and parietal lobe involving the visual cortex, a small lacunar infarct in the right thalamus, and a small focal area of encephalomalacia in the frontal lobe. No other neurological deficits noted. Of note, site reported a small fibrin deposit near the inflow valve of the blood pump.

Manufacturer narrative:
The excor blood pump (lvad), s/n, (B)(6) is in use on the patient since (B)(6) 2024. We have reviewed the production records of the excor blood pump, (B)(6), this pump was produced according to our specification.

Manufacturer narrative:
The serial number and expiration date of the pump in box d4, device manufacture date in box h4 and pump serial number in box h10 were entered incorrectly in the initial report, which have been corrected in the follow-up 1 report. The corrected excor blood pump (lvad), s/n, (B)(6) is in use on the patient since (B)(6) 2024. We have reviewed the production records of the excor blood pump, s/n (B)(6) this pump was produced according to our specification.